Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb had leakage. The following information was provided by the initial reporter: material # 305901, batch # 4312055. Verbatim: rcc received a complaint via email. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Customer (hospital) name: xxx. Customer address: xxx. Contact name: xxx. Phone: xxx. E-mail: xxx. Correspondence language: english. Cat# of product being complained: bd305759. Description of product: needle eclipse 25gx5/8in f/ll syr 100ea/pk 12pk/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: 25 apr 2025. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): "needle leaked when administering chemotherapy. Leak appeared to be coming from the needle hub area. Medication was chemotherapy so not able to investigate leakage site." Additional information will be sent via separate email. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no. Additional information received on 02may2025 catalogue number: ref (B)(4), lot 4312055.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) supplemental MDR - leakage. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.